Event description:
A consumer reports that following implantation of an intraocular lens (iol), consumer experienced reflected glare which has been continuous. The association between this event and the iol is not known. Add'l info has been requested.